Event description:
During a balloon angioplasty of the left leg, at the time the balloon was deflated to be withdrawn, the tip of the balloon catheter broke off. All broken parts were retrieved with the exception of the metallic marker tip.